Event description:
The customer reported they were unable to obtain an etco2 value during a patient event. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 value during a patient event. There was no report of negative patient impact. The device was evaluated by a philips field service engineer and the symptom could not be duplicated. The device passed all testing and was returned to the customer. We cannot determine the cause, since the symptom was not duplicated.